Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device appeared to exhibit pauses, possibly due to oversensing. When programmed to vvi, four non-captured beats were revealed.